Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a bad thermistor and the hand control device did not work. Therefore, the reported condition was confirmed. It was determined that this type of damage was caused by the device overheating. It was further determined that when the device has been overheated, it causes the thermistor to be go bad. It can also cause the hand controller device to no longer be operational. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was overheating. The reported event did not occur during surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter indicated the event occurred in september 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.